Event description:
At the completion of a procedure in the cardiac cath lab, the physician inserted a starclose vascular closure device, and steps 1 thru 3 were performed normally. During step 4 (to release or deploy the device), the device felt stuck. Upon removal of the device, the starclose closure device remained within the deployment device. The physician applied manual pressure to the arteriotomy site, and hemostasis was achieved.